Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found collet stuck in the reported problem area of the pipetter assembly. Fse cleaned the collet and plunger clamp and installed a new tip clamp. The instrument was inspected, tested without further problem, and returned to service.